Event description:
It was reported that the patient presented to the clinic after receiving a patient notifier alert for non-sustained lead noise. The ICD was reprogrammed and the lead remains implanted.